Event description:
The customer reported to beckman coulter (bec) that they noticed a leak under the coulter act 8/10 analyzer on the counter. However, the customer was not able to find the source of the leak. The volume of the leak was approximately 20 cc, and it was a clear fluid. The customer also reported that they received a low lyse error and they replaced the reagent and primed the instrument. The customer indicated that they ran a start up and controls and obtained very high mean corpuscular hemoglobin concentration (mchc) results on quality control (qc). The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat, gloves, and goggles when the leak was observed. There was no biohazard exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection to the reported event. There was no change to patient treatment associated with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that connecting tubing on lyse pick up tube was partially leaking. The fse also noted that waste fitting was bent and loose due to the stretched waste line. The fse repaired the lyse pick up tubing, replaced the waste fitting and re-arranged the waste line. The fse tested the analyzer, run quality control (qc) and samples. The instrument was working within specifications. As of (B)(4) 2013, there have been no further leaks or high mean corpuscular hemoglobin concentration (mchc) reported. Failure mode was the connecting tubing on lyse pick up tube partially leaking, and waste fitting was bent and loose due to the stretched waste line. (B)(4).